Event description:
The customer reported that the unit would not produce an image, and there was a break in the cable.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.